Manufacturer narrative:
The device remains implanted in the patient; therefore, it was not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. (B)(4). (B)(6).

Event description:
As reported, there was unexpected jumping with the smart control stent. The physician used one more smart stent to complete the procedure. There was none reported product problem outcome.

Manufacturer narrative:
Complaint conclusion: a report indicated that a physician noted that a 7 x 40mm smart control stent unexpectedly jumped when being deployed. The procedure was successfully completed with another smart device with no reported patient injury. Attempts to obtain further information have been unsuccessful. The product was not returned for analysis. A device history record (DHR) review was performed and revealed that this lot of products met all requirements per the applicable manufacturing quality plan. The product instructions for use (IFU) instructs the user that pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, procedural factors may have contributed to the insertion difficulty. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.